Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, when the anastomosis of the colon was cut, the staples were burst, resulting to poor staple formation, and incomplete staple line distally. To resolve the issue the surgeon had to over sew the staple line.